Event description:
It was reported that this right atrial (ra) lead was removed due to an infection, with the patient suffering pericarditis and patient receiving antibiotic treatment. No additional adverse patient effects were reported.